Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2025. The leakage was at the quick release. The infusion set was in use for one day. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. E1: patient city: (B)(6). Patient country: united states.